Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous and 100% stenosed anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation failure/ deployment failure and the reported mechanical jam. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 100% stenosed lesion in the superficial femoral artery (sfa). A 6x150mm supera self-expanding stent system (sess) was advanced to the target lesion; however, during deployment, the stent stopped deploying due to the thumbslide was too stiff and unable to move, possibly due to the calcification of the vessel. The supera delivery system and self-expanding stent were removed, and pre-dilatation was performed with a non-abbott device, after which another same size supera sess was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.